Event description:
It was reported that the patient could not feel stimulation approximately 48 hours after being programmed with adaptive stimulation. The patient stated that when he "laid down and got back up, he could no longer feel the stimulation." Even after increasing the voltage to 9.0 volts, the patient could not feel any stimulation. It was further noted that the patient programmer did not indicate the patient's position. It was verified by the manufacturing representative that the internal neurostimulator (ins) was turned on and that the battery levels were good. The manufacturing representative discussed turning off the adaptive stimulation with the patient to see if that would help. It was further noted that the patient was not able to feel stimulation, even after increasing the voltage to 9.90 volts. The patient also reported an issue with the adaptive stimulation feature. The patient programmer indicated that the patient was lying down, while in fact, the patient was in a seated position. It was further noted that an impedance test was performed and the results showed that electrode 6 had an impedance of greater than 10,000, while electrode 7 was on the "upper normal range." These results were also seen in the operating room. It was also reported that the patient felt a "shocking and pulling sensation." The manufacturing representative stated that the device was "programmed with electrode 7 and the voltage up to 9.0v and the patient could not feel the stimulation." It was further noted that the manufacturing representative reprogrammed the device with electrodes 4 and 5, and the patient "had great stimulation at 2.5v." It was noted that the patient "liked the adaptive stimulation and felt comfortable." It was noted that electrodes 6 and 7 were not used and the patient only had one group. It was stated that electrodes 4 and 6 also showed impedances of greater than 10,000. The manufacturing representative "reprogrammed around these electrodes." It was stated that the "patient was doing well."

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 74002, lot# n311727, implanted: (B)(6) 2012, product type adapter; product ID 3888-33, lot# j0545143v, implanted: (B)(6) 2005, product type lead; product ID 3888-33, lot# j0545143v, implanted: (B)(6) 2005, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).